Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, postoperative bleeding occurred, and the patient required a subsequent procedure. The e-200 produced multiple recoverable faults during the initial procedure when the vessel sealer extend (vse) instrument energy was initiated. The faults were recovered and the procedure completed robotically with the same e-200. The procedure was completed without any intraoperative complications; no bleeding was identified, and blood loss was minimal. The patient experienced postoperative bleeding six hours later. An emergent laparotomy was performed, and a bleeder was identified off the stomach; the bleeding was controlled. The patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the e-200 generator due to intermittent errors which the customer was able to power cycle to clear.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the e-200 generator involved with this complaint to perform failure analysis. The e-200 generator was visually inspected, and no issues were found. The unit was installed onto a test fixture and powered on with no issues. A tool was installed and the e-200 generator performed normally. The unit completed both cautery testing and system drive testing. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.